Event description:
Reporter indicated a patient was experiencing pain in the neck, jaw and face when the vns lead in the neck was touched. The pain was not with vns stimulation and the patient had no trauma. The patient also had a slight pulling sensation in the neck. No vns setting changes had occurred for over a year. Vns diagnostics testing was reported as ok. The patient later had vns lead repositioning surgery performed. The lead strain relief loop in the neck was noted to be inadequate. A new strain relief bend and loop was formed and the lead was secured. No devices were explanted. Vns systems diagnostics were reported as normal after the surgery.

Event description:
Reporter indicated the patient's neck, jaw and face pain has resolved since the vns lead repositioning surgery was performed, and the patient's vns settings are now set back to the intended settings.